Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited out-of-range impedance measurements and intermittent loss of capture (loc). A computerized tomography scan confirmed that the lead had perforated the patient¿s heart wall. Surgical intervention was performed and the lead was repositioned. No additional adverse patient effects were reported. The lead remains in service.